Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot number 73c2400176 the staplers were functionally inspected (fired) and issue reported "misfire/jam - staples not releasing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " ... Staple can not come out. Stapler comes out but the it does not form a b shape not original shape as before pressing. Staple come but 3 or 4 staple at the same time..." No patient injury or consequence reported. Another stapler was used to complete the procedure. Current condition of the patient is unknown.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "misfire/jamming - staples not releasing" was not confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was returned partially engaged. Evidence of use in the form of biological material was observed on the device. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. Functional inspection could not be performed, as the stapler was returned with no staples remaining. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: correction to section d.4 UDI was updated from (B)(4) to (B)(4) to include the full UDI.

Event description:
It was reported " ... Staple can not come out. Stapler comes out but the it does not form a b shape not original shape as before pressing. Staple come but 3 or 4 staple at the same time..." No patient injury or consequence reported. Another stapler was used to complete the procedure. Current condition of the patient is unknown.